Manufacturer narrative:
Event date is estimated. A patient experiencing high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-02086. It was reported that the patient's scs leads had high impedances. Surgical intervention was undertaken on (B)(6) 2023 where in the patients leads were explanted and replaced. Therapy was restored post operatively.